Event description:
It was reported that the right atrial lead exhibited noise. The noise could not be reproduced. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. Visual inspection of the middle portion found an insulation abrasion at 9.7 cm to 10.0 cm which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. The damage found likely contributed to the reported noise anomaly.

Manufacturer narrative:
(B)(4).